Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was accidentally submerged in water for several seconds, after which the touchscreen became unresponsive, the backlight remained on, the device felt heavier, and it intermittently vibrated; the user transitioned to multiple daily injections and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no medical intervention and uninterrupted diabetes management using alternate therapy. Investigation included device replacement logistics and tracking. Investigation of this case revealed a water exposure event consistent with liquid ingress leading to display and haptic malfunction. It was concluded that the device experienced functional failure due to exposure to liquid, and a replacement was provided.